Manufacturer narrative:
The customer alleges a discrepant patient sample with the cobas sars-cov-2 & influenza a/b test. The first run generated a positive result for flu a, flu b and sarscov2 but returned an invalid result after retesting the same sample. A repeat with a new collection generated a negative result for everything. No harm was alleged. A review of the data indicates the possibility that the sample was near limit of detection (lod) or a result of contamination likely due to handling. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleges a discrepant patient sample with the cobas sars-cov-2 & influenza a/b test. The first run generated a positive result for flu a, flu b and sarscov2 but returned an invalid result after retesting the same sample. A repeat with a new collection generated a negative result for all three targets. No information is available regarding sample collection or workflow. Evaluation of CT values for the first test indicate they were near the limit of detection for the test. The repeat run generated an invalid result, with a g0 flag which indicates ic was not detected (the CT value was beyond the cut off). Review of the data and the curves shows that there is significant inhibition to the ic. Additionally, no abnormalities were seen which would contribute to the positives results. It seems likely that there may have been some small amount of contamination likely from handling during this run.